Event description:
It was reported that exit block was caused by a myocardial perforation. The lead was explanted and replaced. The physician had difficulties extracting the lead and felt that the lead is rigid and perforates easily. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.